Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0356 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rear0356) have been reported from the same facility in (B)(6)

Event description:
Healthcare professional (hcp) reported that a leak was discovered at the entry point of PICC line in the patient's skin. Hcp reported that it was impossible to know if it was a subcutaneous leak and that the fluid which oozed was not blood but infusion liquid. Infused product was amoxicillin 4gx4 administered daily. A new PICC line was placed in the patient with no reported issues. This report addresses the second catheter the patient had.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak with the 4 fr s/l powerpicc solo was unconfirmed. It was alleged that a leak was discovered at the entry point of the powerpicc. The returned catheter showed evidence of use, but no damage or defects were noted on the sample. The catheter tubing extended 53.7cm from the distal end of the molded wing. Tape residue was observed on a 6cm segment of catheter just distal to the molded wing. A kink in the extension leg was found 1.6cm from the distal end of the solo hub. Blood residue was observed in the distal tip of the catheter. A functional test showed that the catheter was initially occluded with blood residue at the distal tip of the tubing, which may have occurred after removal. After the blood residue was expelled, the powerpicc was patent to infusion and no leaks were identified. A tactual investigation revealed nothing remarkable. It is unknown if any complications associated with the clinical setting affected the functional performance of the returned device. At this time, based on the evidence provided with the returned sample, no damage or defects were noted on the powerpicc and the cause of the alleged event is unknown. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.